Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of the patient's left hip on (B)(6) 2021, it was reported to the rep that a prior revision was performed on (B)(6) 2019 due to recurrent dislocations of the head from the liner. A 36 +0 femoral head was revised to a 36 +10 femoral head (rep confirmed the liner was retained). Rep provided usage from the primary and subsequent revisions, and confirmed that no further information will be released by the hospital or surgeon.